Event description:
It was reported that a device entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotapro and a rotawire drive were selected for use. During the procedure, it was noted that the rotaburr got stuck with the rotawire. Also, a kink was observed on the rotawire. The stuck was not released, and the rota burr was removed from the body together with the rotawire. The procedure was completed with a different device. No patient complications reported.